Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a defect in the plug-in unit, but the cause of the defect in the plug-in unit is unknown. The event can be prevented by following the instructions for use (IFU) section which state: warning. ¿ never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis eus ultrasound bronchofibervideoscope displayed an e315 unsupported scope error message and there were black spots on the screen, the issues were found during receipt inspection prior to a diagnostic bronchoscopy procedure. There was no delay and the procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the e315 error was displayed due to a faulty plug unit. Also, evaluation that no image was displayed due to breakage of the image guide bundle and the plug unit had corrosion. This event is under investigation. A supplemental report will be submitted upon receiving additional information.